Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device change out procedure, the pulse generator exhibited loss of output due to electrocautery. The device was explanted and replaced successfully. The patient was fine during and post operation and would continue to be monitored.